Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of major bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Paroxysmal atrial fibrillation/sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 78 year old male that was implanted with a impella cp for support during high risk cardiac procedure. The patient was started on a sepsis protocol due to increased lactate levels, and no imaging was performed overnight. Plasma-free hemoglobin was planned to be sent to assess for hemolysis; a prior value was reported as 30, and there were no plans to reposition the device unless signs of hemolysis developed. The patient developed a fever, and antibiotics were initiated. Heparin was held, and a hit panel was sent. Heparin remained on hold due to bleeding from chest tube sites and a decrease in platelet count. The plan of care later included initiation of amiodarone for atrial fibrillation. No additional information was provided.